Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, a loss of capture and episodes of oversensing were observed on the right ventricular (rv) lead. A dislodgement of the rv lead was suspected. No intervention has been performed at this time and the patient was in stable condition.